Manufacturer narrative:
(B)(4)

Event description:
It was reported inappropriate auto mode switching episodes were observed along with two non-conducted p-waves. The patient was asymptomatic. A different tape system was fitted and the same pattern of non-conducted p-waves were noted. The non-conducted p-waves were reproducible with extensive arm manipulation and box manipulation. Noise could be provoked which resulted in pacing inhibition. The noise could be a result of myopotential oversensing or possible lead noise from a damaged lead. The issue has been resolved after the autocapture was turned off. No adverse consequences to the patient due to this event.